Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. Reportedly, the cause was a kinked/ bent cannula on a non-tandem infusion set. The infusion set information was not provided. Reportedly, the customer was released on (B)(6) 2020, however the customer declined to provide additional information regarding the issue.